Event description:
The user received questionable results for troponin t stat (tnt) on the cobas e411 disk analyzer for one patient sample. The initial result was 0.386 ng/ml, the sample was repeated twice which yielded results of 0.275 and 0.276 ng/ml. The tnt result of 0.276 ng/ml was reported outside the laboratory and was considered the correct result. The patient was not affected by the event. The reagent lot number for tnt was 15989401. The field service representative could not duplicate the problem. Performance tests were run and passed.

Manufacturer narrative:
Correction to the initial and first repeat tnt results reported in initial medwatch. The initial tnt result was 0.275 ng/ml; the first repeat result was 0.386 ng/ml. A specific root cause could not be identified based on the data provided. Calibration and quality controls run at the time of the event were acceptable. Instrument checks performed by the field service representative did not indicate an instrument issue. The patients were not affected.